Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).

Event description:
It was reported that the screen on the programmer stays black. The programmer was returned for repair. No patient complications have been reported as a result of this event. It was further reported via follow-up that the programmer booted to a black screen.